Manufacturer narrative:
(B)(4).

Event description:
It was reported during a call from the cath lab rn to the clinical support specialist (css) on (B)(6) 2014 at 11:21 (B)(6) due to purge failure alarms on 2 intra-aortic balloon pumps (iabp) and a fiberoptix sensor (fos) intra-aortic balloon (iab) failure. The rn confirmed that the pt was currently being supported on an iabp. During connection to the iabp (pump #1, (B)(4)), the rn received purge failure alarms. The rn checked all lines and had a trigger. The rn then checked the helium tank, attempted again and received repeat purge failure alarms. The rn changed to another iabp (pump #2, sn (B)(4)) and had the exact same result (purge failure). At this point, they opted to remove the iab and test with a manual inflation and the iab inflated without issue. The css asked the rn to send pumps #1 and #2 to biomed with a note explaining the failures. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was a delay or interruption in therapy while troubleshooting and inserting a new iab. The pt outcome is stable per the rn. The field service representative stated that after checking the pumps in the cath lab, pump #2 had a sticky fill valve and intermittent failed purge cycle. The pneumatic control switch (pcs) was replaced. All pumps are back in service. Per field service report: symptom - helium issue stated on pump, purge failure 5, no fiber optic connection. Fiber optic test unit checks good. Switched to another pump. Findings/action taken: first check of pump, purge failure. Second try, a delayed purge; worked but got a second purge failure. Replaced pcs. Also found 2 lugs, on top of the front grounding post on top of nut, not connected. Put the 2 lugs under nut and tightened. Performed functional checks, passed. Ran purge cycle 10 times or so, passed all. The pump is back in service.